Event description:
Boston scientific received information that the patient was presented to the emergency room with chest pain and noted that the implantable cardioverter defibrillator (ICD) and competitor's right ventricular (rv) lead exhibited high, out-of-range pacing lead impedance and high pacing threshold measurements. Subsequently, the rv lead was surgically abandoned and the patient's ICD was upgraded to a dual chamber device. The explanted ICD will not be returned as it has been discarded. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.